Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited low out of range pacing impedance measurements less than 200 ohms and noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. The patient was scheduled for in clinic follow up for a future date. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed three months later. The lead was surgically abandoned and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.